Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that in regards to "they thought that maybe now that the pump was working, she was getting too much medicine", this was regarded as and caused by a dose adjustment issue. As an action/intervention taken to resolve the issue, the dose was decreased (infusion rate). It was reported that the patient had primary progressive multiple sclerosis and her disease was progressing. The patient was still not walking.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported there was no update yet on the patient¿s ambulation. The patient was doing an inpatient rehab stay to re-titrate baclofen dose and determine if catheter revision helped. No further complications were reported or anticipated.

Manufacturer narrative:
The catheter was returned and analysis found a kink in the catheter body. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 2019-08-24, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 2019-07-14, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The company representative was at a case on (B)(6) 2019 for a catheter replacement. It was noted that previously in (B)(6) 2017 the catheter was moved up from t8-t9 to a higher level in the thoracic spine to try to deal with upper extremity spasticity. Refer to MFR report # 3004209178-2017-22115 regarding previous catheter revision. It was further noted that shortly after that the patient started experiencing issues with ambulation. It was indicated that the patient has multiple sclerosis (ms) and they were not certain if the ambulation issues was related to the pump/catheter or their ms. A dye study was performed 6 months ago, and catheter was aspirated successfully. On (B)(6) 2019 in operating room the catheter was also aspirated without issue and the catheter was moved back down to original location at t8-t9 to see if that makes any difference in the patient¿s ambulation. A whole new catheter was placed on (B)(6) 2019 and the old catheter was to be sent back to the manufacturer. The pump was currently administering baclofen with concentration 2000 mcg/ml at a dos e rate of 800 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving unknown baclofen of an unknown concentration and dose via an implantable infusion pump for intractable spasticity, multiple sclerosis, and post spinal cord injury. It was reported that ever since the catheter surgery was done, the patient had issues. Prior to the revision surgery, the patient could walk with a walker and since the surgery now she could not walk at all and could not even stand on her own. The patient stated that she was told they did not touch her spine and the manufacturer's representative (rep) said that it was not an issue with the pump. The patient stated that they told her it could be the baclofen dose. The patient had been doing rehab/therapy every day. Immediately following surgery the patient could not even sit up on her own. After therapy, the patient could not sit up but she still could not stand on her own or get out of bed and she was only 50 years old. The patient could not get in the shower, her husband had to pull her pants up and he had to catheterize her as the patient had progressive multiple sclerosis. The patient stated that something happened at the surgery in (B)(6) 2018 and she wanted to figure out what caused the issue. The patient had never had this problem with her pump therapy. The healthcare professional (hcp) did a dye test of the pump (the rep was present) and saw the "wheel was turning" so to speak but they never ran dye through the catheter. The patient thought they did not test the catheter because they were doing the priming bolus and did not want to overdose her. The patient stated that they thought that maybe now that the pump was working, she was getting too much medicine. They turned the dosage way down and it was still not giving her relief. They were planning to do an MRI. No further complications were expected or anticipated.